Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please confirm if two issues occurred to one device? Please confirm ¿ there is only one issue the needle broke not clear why they believe that the vicryl came out of the end did pull off suture needle & breakage needle occurred? Please confirm n/a what do you mean by "the suture thread came out"? Please clarify it didn¿t it indicates "the needle was broken leaving piece of needle in the tissue"? Please clarify if this piece was retrieved during the same procedure? No it was agreed following discussion with another colleague to leave the needle in situ what is the current condition of the patient? Patient is doing well and is being seen in clinic every 4 weeks what is the lot number? I think we have already given this ? Additional information was requested: please describe the tissue/structure that the 3/4 portion of the needle is retained in. Are there any plans to remove the retained needle? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 ¿g /m.

Event description:
It was reported that a patient underwent a hemorrhoidectomy on (B)(6) 2021 and suture was used. During use on the patient the suture thread came out, but the needle was broken leaving a ¾ of needle in the tissue. The team looked for the needle but could not find it. It was decided to leave the needle in situ. There were no patient consequences reported. The patient is being seen in clinic every 4 weeks. Additional information was requested.

Event description:
It was reported that a patient underwent a hemorrhoidectomy on (B)(6) 2021 and suture was used. During use on the patient the suture thread came out, but the needle was broken leaving a ¾ of needle in the tissue. The team looked for the needle but could not find it. It was decided to leave the needle in situ. There were no patient consequences reported. The patient is being seen in clinic every 4 weeks. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please confirm if two issues occurred to one device? Please confirm ¿ there is only one issue the needle broke not clear why they believe that the vicryl came out of the end did pull off suture needle & breakage needle occurred? Please confirm n/a what do you mean by "the suture thread came out"? Please clarify it didn¿t it indicates "the needle was broken leaving piece of needle in the tissue"? Please clarify if this piece was retrieved during the same procedure? No it was agreed following discussion with another colleague to leave the needle in situ what is the current condition of the patient? Patient is doing well and is being seen in clinic every 4 weeks what is the lot number? I think we have already given this ? Additional information was requested: please describe the tissue/structure that the 3/4 portion of the needle is retained in. Are there any plans to remove the retained needle? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 g /m.